Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study on 2018-sep-17 regarding a patient receiving dilaudid and bupivacaine (doses and concentrations unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient noticed redness around the surgical site at the pump pocket. The patient experienced fever and was feeling tired. On (B)(6) 2018, the patient was given intravenous (IV) antibiotics through a PICC line, and the wound was healing. A wound culture was done on (B)(6) 2018 and the finding was abnormal. The clinical diagnosis was post-opwound infection. The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment. The outcome indicated the event was ongoing and was not related to the device or therapy. The event was possibly related to the implant procedure with surgery/anesthesia indicated as a factor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was unresolved at time of study exit/death/study closure. It was later reported the patient was withdrawn from the study on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's pump was being explanted. The patient's weight was (B)(6) lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study indicated the patient was receiving dilaudid 2.5 mg/ml for a total dose of 0.90117 mg/day and bupivacaine 5 mg/ml for a total dose of 1.80235 mg/day. No further complications were reported.